Event description:
The customer reported that she was hospitalized due to a migraine. The customer was very sick and went into a diabetes ketoacidosis. The customer stated that the hospital took off the insulin pump and treated her with insulin drip. The customer stated that the battery was re-installed and the device alarmed. While the customer was getting a new battery, the call got disconnected and no further information was obtained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.